Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device error issue. Customer had the same error reported in january 2021 but recently sent the device in (B)(6) 2021 for evaluation and the issue was not recreated but decided to purchase a new footswitch. Tac provided device part numbers and informed customer that error could occur if the footswitch is pressed down during booting. Customer stated to let the end users know that they should not wrap the cord around the footswitch handle or pedals before bootup. The footswitch should be lay flat on the ground without anything pressing against the pedal the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the hf unit "esg-400 had an error code e433 and requested to purchase a new foot switch. The error code caused a few minute delay due to getting another device from a different room. The procedure was completed with a similar device. There was no patient harm or user injury reported due to the event.